Event description:
Subsequent to the initial medwatch report filed on (B)(4) 2012, additional information was received which indicates that on (B)(6) 2011, the patient was rehospitalized. A stress test was positive for ischemia and a revascularization procedure was performed with placement of three drug eluting stents at the target lesion. The patient's symptoms resolved on (B)(6) 2011. At the patient's (B)(6) 2011 hospital admission, hyperbilirubinemia was noted upon admission and treated with fluids. It was also noted that the patient had elevated troponin levels and a myocardial infarction was diagnosed. No treatment was provided due to the severity of the patients condition. During the hospitalization, the patient developed (B)(6) and was treated with vancomycin. Per the physician, the bacteremia, hyperbilirubinemia, myocardial infarction and the patient's death are not related to the stent or stenting procedure. Also during the hospitalization, a computed tomography of the patient's chest noted a rupture at the descending thoracic aorta, which physician determined was not related to the stent or stenting procedure. The patient was to be sent to surgery the following day; however, the patient expired. No additional information was provided.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure with placement of two 3.5 x 12 mm xience v stents in the mid left anterior descending artery and a 2.5 x 18 mm xience v stent in the distal right coronary artery. On (B)(6) 2011, the patient was re-admitted to the hospital with left lower lobe pneumonia, leukocytosis with increased bilirubinemia and non-st elevation myocardial infarction. After hospital admission, the patient was found to have bacteremia and an aortic dissection. An attempt to place a central line was made; however, the patient's condition declined and a code blue was called. The patient was unable to be resuscitated and expired on (B)(6) 2011. Cause of death is listed as hypovolemic shock secondary to dissecting aortic aneurysm. No additional information was provided.

Manufacturer narrative:
(B)(4). Stent: xience v 3.5 x 12, xience v 2.5 x 18. Other: aspirin, clopidogrel. The stent remained in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of death, ischemia, myocardial infarction, shock, and restenosis are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use (IFU), as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.